Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was found to have improper shut downs. The cause was identified to . A review of the event history log (ehl) revealed occurrences of improper shutdown messages. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be depressed battery contact pins. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an improper shutdown. No additional information is available.